Manufacturer narrative:
A sample has been received but has not yet been evaluated. (B)(4).

Event description:
A customer reported that a system message displayed during a cataract extraction procedure. The system message was not resettable; therefore, the system was exchanged. After a 30 minute delay, the procedure was completed with no harm to the pt.